Event description:
The customer reported loss of adhesive around the lenses on the distal tip of the bronchofiberscope found during maintenance. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end had a chip and the forceps channel port was shaved. A root cause could not be identified. Based on the results of the investigation, it is likely a stress problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.